Event description:
The company was notified that during the implant of a size 25 carbo-seal valsalva ascending aortic prosthesis into a pt, the graft ignited when the surgeon used a cautery to create the coronary button holes in the graft. The graft was not immersed in saline prior to use, as in precautioned in the instructions for use. There were no injuries reported as a result of this event. The device was removed from the field and a new valve conduit was used.

Manufacturer narrative:
The device is in the process of being returned to the MFR for eval, but has not yet been received. Method: a device history record review is being conducted, but was not completed at the time of this report. Results: based on the available info, this appears to be a case of a "failure to follow instructions". The IFU indicates the following: precautions during use - the graft should only be cut with a cautery to avoid fraying. Immersion of the prosthesis in saline for no more than 5 mins immediately prior to use will prevent focal burning which may result during cauterization. As reported, the device was not soaked in saline prior to use. Conclusions: unable to provide a definitive conclusion at this time; however based on the available info, this appears to be a "user error caused event" because the instructions to soak the device in saline prior to use, to avoid focal burning during cauterization, was reportedly not performed.